Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, leg/back and spinal pain. It was reported that the patient noticed the ins battery was not lasting as long and they were not getting nearly enough relief that they used to. They did have a couple falls in the last month (the patient noted that they had artificial knees), and were wondering if they maybe broke something with the internal components. The stimulation was only set to 5.5, but now ins battery wouldn't last 24 hours, where it would last longer on 5.5 before. They charged the ins up to 80% last night after 45 minutes, but then they got up today and the ins was nearly dead. The patient was redirected to their healthcare provider to further address the issue. The representative reported that the patient fell with a loss of relief following the event. The impedances were checked and they were all within the normal limit. The patient was reprogrammed on (B)(6) and x-rays were planned at the next appointment date with their healthcare provider (at a date to be determined). No further complications reported.